Manufacturer narrative:
Post market vigilance conducted an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. The h-limiters were present within the device. Due to the condition of the reload, functional evaluation could not be performed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Replication of this condition may occur if the device is articulated beyond the design intent, or by manually exercising the articulation feature before use causing the blowout plate to fail during firing. No corrective action will be generated. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the nurse had prepared idrive combine with tri-staple reload and tested by fully closing and opening the instrument. After the doctor passed it through the trocar, he adjusted the position by left articulation and then pressed the firing button. He found that it could not fire the staples. He had tried to adjust instrument to neutral position but could not. He changed to an endo gia universal with new tri-staple. Patient current condition: stable. No medical intervention. Surgery time not extended by 30mins or more. Product tested prior to use. Patient involved w/o injury.

Manufacturer narrative:
(B)(4).